Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin [pump had no delivery alarm and then it shut off. The customer's blood glucose level was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed all functional testing including the displacement, operating current, a21 error, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No delivery/occlusion alarm or unexpected battery power loss anomalies were noted during testing.